Event description:
Boston scientific received information that this right ventricular (rv) lead had become dislodged approximately one month post implant. The lead was explanted and successfully replaced with a rv passive lead. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. The clinical observation was not confirmed by testing. Visual inspection noted tissue entwined in the helix. Helix mechanism test failed to extend at the time, but was functional after loosening of the dried blood debris. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
A request for the return of the explanted lead for laboratory analysis has been sent. Once the lead has been returned and analysis is completed, this report will be updated.